Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported that a patient was injected with 0.5 ml of juvéderm® volift® with lidocaine in the lips. Two weeks later, patient was injected with 0.4 ml of juvéderm® volift® with lidocaine in the lips. About two and half months later, patient developed pruritus and inflammation, nodules in treated area, pain on palpation and increase in volume. Patient was prescribed antibiotic. Two days later, the inflammation persists in the upper lip, hardening in the injected area and pain on palpation. During this time, patient received flu and typhoid fever vaccines. Hcp treated patient with dacortin 30 mg (2 tablets daily for 5 days, 1 tablets daily for the next 5 days, and 1/2 tablet daily for the next 5 days), augmentin 875 mg/125 mg every 12 hours for 7-10 days, varidasa every 6 hours for 4 days, omeprazole 20 mg every 24 hours for 10-14 dats, and cetirizine 10 mg every 24 hours for 3-5 days. Symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(6) (emdr-(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® volift¿ with lidocaine.